Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, product type: lead. (B)(4).

Event description:
It was reported telemetry issues. An implantable neurostimulator (ins) over discharge was suspected. The patient had a shocking or jolting sensation. The patient had a jolt two months ago in their ribcage and since then they had not used the ins. The patient¿s electrode configuration was causing an uncomfortable paresthesia with the upper electrodes; they may have been too high in the spine. The manufacturer representative reprogrammed the patient¿s device and used another electrode configuration to create the paresthesia the patient wanted. The over discharge was confirmed and a physician mode recharge (pmr) was successfully performed and the power on reset (por) message was cleared. The patient had a better and not painful coverage.